Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. During isometric testing, the clinician noted that there was noise on the right ventricular lead on both the near field and far field channels, for short durations. Additionally, there was one episode of non-sustained right ventricular oversensing on the near field channel. The right ventricular capture threshold also had increased. The patient was in stable condition and would continue to be monitored.